Event description:
Hip hemiarthroplasty. Three bone tunnels were drilled with 2.0 drill-bit. It was during this part of the case where the drill-bit tip was noticed to be broken and seated intra-osseous in the greater trochanter.